Event description:
It was reported that the pt experienced increased baseline pain. A volume discrepancy was noted. The actual residual volume was 18ml and the expected residual volume was 1ml. Due to the age of the pump, the physician stated that a pump replacement was planned for the pt. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).